Event description:
The rptr stated that the connection between the dome and the stopcock was leaking. During medex medical's evaluation, no leaking was noted however, the locknut backed off giving an insecure connection. This issue was reported to medex medical.